Event description:
It was reported that the ventilator stopped ventilating with no alarms and then restarted 10-20 seconds later with a reset alarm. This happened three times in a row while connected to the pt. No reported harm to the pt.